Manufacturer narrative:
H3: product analysis found that visually, a portion of the cuff balloon was adhering to the tube when returned. Functionally, a syringe was used to inject 20cc of air into the cuff and no leakages were observed, but the adhered portion of the cuff failed to inflate. For further analysis, a leak test was performed by submerging the device in water and no bubbles (leakage) was observed. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previous codes b21, c21, d16 and g04134 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during inspection, it was found that the cuff of the first emg tube could not be deflated after being inflated with 5ml of air with the use of 20ml syringe, and the second emg tube cuff was leaking air. Both of them could not be used normally. New emg tube was used to complete procedure. There was no patient injury reported.